Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the medical personnel experienced difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD). After multiple attempts the issue was resolved and the interrogation was ultimately successfully. The s-ICD remains in service and no adverse patient effects were reported.